Event description:
The customer alleged the support rollers (bearings) of the ceiling suspension were causing the aluminum ceiling rails to flake.

Manufacturer narrative:
Service manuals specify routine cleaning of the ceiling suspension and the rails to prevent the accumulation of dust to build up on the system. The cleaning history of this system's ceiling suspension and rails is unk. (B)(4).